Event description:
Patient was treated using cryospray ablation therapy for treatment of barrett's esophagus. Procedure was tolerated with some distention noted. The patient complained of upper abdominal pain post procedure. After passing gas, the patient was discharged. Later that evening, the patient complained of increased abdominal pain. The patient went to hospital emergency room. CT scan of the chest revealed free fluid and pneumoperitoneum. Laparoscopic surgery was performed to repair 5 cm perforation. The patient was hospitalized for approximately 8 days and discharged in 2009.

Manufacturer narrative:
The physician noted that the patient had a mild stricture (narrowing) in the distal esophagus just proximal to treatment area, which he reported was a result of a procedure (emr) esophageal mucosal resection, performed on a date prior to the cryo treatment. Corrected data (12/30/2009) the manufacturer report number needed to be corrected from 3004534508-2009-0001 to 3004534508-2009-00002.